Event description:
Caller reports that during a correlation study, the following coaguchek xs unit c/coaguchek xs unit p results were obtained: 1: 4.2 inr/2.3 inr, 2: 2.5 inr/4.0 inr, 3: 2.7 inr/5.3 inr, 4: 1.7 inr/3.0 inr, 5: 1.7 inr/2.9 inr, 6: 2.1 inr/2.8 inr, 7: 1.9 inr/2.4 inr, 8: 3.3 inr/4.3 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in unit c (lot number and expiration date unknown). Reference medwatch report with patient identifier (B)(6) for the suspect device used in unit p.